Manufacturer narrative:
The customer found a hole in the tubing through pinch valve pv37. The customer replaced the tubing and resolved the leak. Correction: the device evaluated by manufacturer was changed to no, and 'device problem already known, no evaluation necessary' was selected as the explanation. Correction: the verbiage was updated to indicate that the customer repaired the instrument.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found a hole in the tubing through pinch valve pv37. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader. The volume of the leak was about 20 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.